Event description:
It was reported that after firing the device, it was difficult to remove from the pt's rectum. When examining intestinal rings, an unfired staple was found on colon side. This did not allow the device to be removed from the pt. Upon examination of the bowel, a small hole was found at the area where the staple did not fire. The tear was hand sutured to repair.